Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011 including a paddle leads. It was reported that the pt was experiencing uncomfortable stimulation in her buttocks. When an sjm representative tried to reprogram her, she only felt stimulation in the stomach, ribs, buttocks, and legs. The pt is also experiencing upper back pain where the lead is placed. The pt had an x-ray taken but the results are unk. Attempts to gather additional info have been unsuccessful. No further info is available at this time.